Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this lead, high out of range impedances greater than 2000 ohms were observed. The out of range impedances were resolved prior to connecting the device and pocket closure. This lead remains in service at this time. No adverse patient effects were reported.